Event description:
The patient called lfs alleging that their one touch profile meter was reading inaccurately high. The patient reported blood glucose results of 12.0mmol/l and 5.5 mmol/l with a lifescan meter, performed within 10 minutes of each other. The patient took 25 units of insulin and later that day started feeling confused, sweaty and had speech issues. The patient could not recall when their symptoms began follwoing their insulin injection. However, during the onset of their symptoms the patient tested and obtained a 2.0mmol/l. The patient was advised by their physician to replace the meter battery prior to seeing the nurse. No treatment was received. The technical service representative confirmed that the meter was set to mmol/l, the strips were in good condition, and within expiration date. The check strip test fell within specifications. The patient did not have control solution to complete quality testing. Patient's meter was replaced. The patient neither alleged harm nor experienced injury or medical intervention due to the meter.